Manufacturer narrative:
The insulin pump was programed with a test minilink sensor and glucose sensor simulator. The sensor features worked properly. No unexpected low predictive alerts noted. However, no audio and beeps noted during testing due to broken red wire on transducer. The insulin pump passed displacement test and displacement test. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they had a beep anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump would beep randomly and would not be when it should. The customer was assisted in setting the alert type to long beep. The customer was assisted in performing high pressure test. The customer stated that the insulin pump did beep during the tone test. The customer was advised to monitor the insulin pump. The insulin pump will be replaced and will be returned for analysis.